Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated the cgm was displaying 375 mg/dl while she was feeling groggy, shaky and sweating. They stated they were unable to check a finger stick reading for comparison. They patient was not confident in the cgm reading so they went to the hospital. At the hospital, they checked the patient's bg was 60 mg/dl. The patient reported that the doctored tried to use her sensor and transmitter and stated he had the same issue and stated that the cgm was displaying 670 mg/dl while his finger stick was 120 mg/dl. The patient was treated with sugar water though IV to increase their blood sugar and after three hours, the doctor checked her finger stick and it was 120 mg/dl. The patient was then released from the hospital. At the time of the report, the patient was doing good. Although the patient reported cgm values above 400 mg/dl; dexcom's labeling indicates that the cgm does not display values above 400 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.